Manufacturer narrative:
E1- facility address - (B)(6). H6- health effect -impact code - should have been f27 in initial. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned for evaluation and the customer's allegation was confirmed. The screen was flickering, and horizontal stripes were observed due to the cable damage. The cause of the damage could not be determined. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure. A probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head displayed an image that was occasionally blurring and indistinct images due to the frayed camera cables. The issue occurred after the laparoscopic surgery. There were no reports of patient involvement.

Event description:
It was reported the camera head displayed an image that was occasionally blurring and indistinct images due to the frayed camera cables. The issue occurred after the laparoscopic surgery. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.